Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was not reported at time of the first call. The customer stated that his glucose level was running high after lunch. The customer did not change the infusion set or take a manual injection. Found that the customer was wearing the infusion set for more than five days. The customer called back to troubleshoot the insulin pump. The customer stated that her blood glucose reading is 186mg/dl. Performed a self and fixed prime tests and they passed. Reviewed the programming and it was fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.